Manufacturer narrative:
Device analysis: the returned device was observed to have explant damage, however, it is unknown why the device was removed. The product record review revealed no additional information related to the complaint, so an overall investigation conclusion code of no problem detected was chosen as a device problem cannot be confirmed. The event cannot be substantiated; therefore, no escalation to ncep, CAPA, or scar is required.

Event description:
It was reported that the patient experienced unspecified issues with an inflatable penile prosthesis (ipp). The ipp was explanted. The device has been received and explant damage was observed. Further information has been requested and not yet received. Should additional relevant details become available or the product was returned, a supplemental report will be submitted upon completion of product analysis.

Event description:
It was reported that the patient experienced unspecified issues with an inflatable penile prosthesis (ipp). The ipp was explanted. The device has been received and explant damage was observed. Further information has been requested and not yet received. Should additional relevant details become available or the product was returned, a supplemental report will be submitted upon completion of product analysis.